Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was alerting for end of service (eos) and that the ICD did not alert for rrt. There was also an excessive charge time. The ICD remains in use. No patient complications have been reported as a result of this event.